Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe plunger movement was difficult during use and"too much pressure" was placed on the PICC line. The following information was provided by the initial reporter: "our nurses were concerned with other available syringes placing too much pressure on the thin PICC line."

Event description:
It was reported that the unspecified bd¿ syringe plunger movement was difficult during use and"too much pressure" was placed on the PICC line. The following information was provided by the initial reporter: "our nurses were concerned with other available syringes placing too much pressure on the thin PICC line."

Manufacturer narrative:
H.6. Investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.